Event description:
It was reported that the skin graft mesher is "chewing up skin." No further details were provided. There was no report or injury or adverse pt consequences associated with this incident.

Manufacturer narrative:
The device was returned for evaluation and it was determined that no problems were found. A test cut was made using an esmark bandage and a good graft was produced.